Event description:
The reporter contacted animas on (B)(6) 2013 alleging the audio bolus button had fallen off the pump in (B)(6) 2013. The reporter then reported that patient had worn the pump while playing in the sprinklers, exposing the pump to moisture with the audio bolus button missing. The reporter then stated that the pump emitted a call service alarm and the pump had stopped delivering insulin. The reporter stated the call service alarm had disappeared and the pump then had a blank screen and was vibrating. The reporter stated when the battery was removed from the pump and then reinserted, the time and date had reset to the factory default setting of (B)(6) 2007 12:00 am. The reporter stated that she manually reset the time and date to current and navigation throughout the pump was fully functional. The pump displays the verify screen after it is rebooted and the time and date must be confirmed on the verify screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. This complaint is not being reported because the alleged malfunction is unlikely to cause an adverse event if it were to recur unless the user incorrectly sets the time or date. Animas customer technical support advised the reporter that since the audio bolus button was missing from the pump, the pump was no longer waterproof. A missing audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the button. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The reporter also stated that the pump also felt hot, but the pump was not wet. The reporter denied visible moisture inside the battery compartment. The reporter stated a protective skin is used on the pump. This complaint is being reported because the alleged button defect and hot pump issues remained unresolved. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed a time and date reset to factory default within 4 minutes of powering off the pump. The pump¿s history showed no unusual voltage drops related to the temperature issue. A visual inspection of the pump showed that the audio bolus button cover was missing. The button¿s responsiveness could not be tested; but the pump failed a leak test due to an audio bolus button leak. Internal moisture was found in the pump. The pump was tested with an external power supply, and all currents were found to be within specifications. No overheating was duplicated during testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate. After 24 hours, the pump¿s battery was removed for 6 hours. The time and date then reset to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.